Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event and there is a potential for reintervention in this case. E1 - telephone number: (B)(6). It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is one of two manufacturer reports being submitted for the same event. Related manufacturer report # 2015691-2026-16198.

Event description:
Per the report received from germany, edwards received notification of a case involving two pascal precision ace devices implanted in the tricuspid position. Six months post-procedure, both devices were reported to be partially detached from the anterior leaflet, remaining securely in place, with residual severe tricuspid regurgitation. The patient is clinically stable, and a reintervention with transcatheter valve replacement would be considered if feasible.